Event description:
At the implant procedure, this lead's threshold was elevated and required a pulse width of 1.0 ms in order to test it. No action was taken and this lead was implanted. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.